Event description:
A valiant captivia stent graft system was scheduled to be implanted for the endovascular treatment of a 6.7 cm thoracic aortic aneurysm. It was reported that the device was prepared for implant. Prior to introduction of another manufacturer's guide wire into the delivery system, the wire became contaminated. Six inches of the wire were removed using wire cutters. The guide wire was inserted into the delivery system lumen, but was unable to be advanced beyond the level of the delivery handle. The physician believed the cut at the end of the guide wire may be responsible, so a second guidewire was used. The new wire was unable to advance any further than the first wire. The back end of the delivery system was flushed, but no saline was able to be seen coming out of the proximal end of the delivery system. Another wire was passed through the delivery system, with some resistance being felt at the location where the previous wires became stuck. The wire was able to pass completely through the delivery device, and the end of the wire was seen to have a small piece of fabric attached to it. The piece was small, and was lost on the surgical drape. After this, the system was able to be flushed properly, but it was decided to use another device to complete the procedure. The device never entered the patient. The physician believes that the cut end of the first guidewire picked up the piece of fabric while loading the wire into the delivery system. No clinical sequelae were reported and the patient is fine.

Event description:
The evaluation of the returned device was completed. The event was confirmed; peek material was blocking the tapered tip lumen, preventing wire passage. The cause of the events was due to using a cut guidewire within the device. The root cause of the event could not be conclusively determined; however, the exposed, sharp edge of the cut wire most likely scrapped material off of the ID of the peek tapered tip lumen, which eventually accumulated to the point of obstructing the lumen and preventing wire passage and flushing.

Manufacturer narrative:
(B)(4).